Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: 0213072632, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4), initial reporter phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient sometimes experiences ¿sparking, shock¿ sensation in her left knee when kneeling and in her right foot when standing next to her new modern fridge. The patient associates this with the sacral nerve stimulation (sns). The ins was inserted on the right side so unlikely the left knee pain was associated with sns. The patient was advised to seek doctor advice if concerned. The ins was on the right side therefore, right foot sensation cannot be ruled out however it was unknown how a fridge could be associated with this sensation felt. The patient was advised to turn the ins off for two weeks to see if pain continues to rule out ins link. The patient declined turning the ins off stating that this was not causing an issue. The patient was advised to lower voltage if continues on current program. The manufacturer representative will have a face to face clinic visit when safe to go ahead to check battery site, impedance, and battery life. Additional information was received reporting the event/symptoms took place following a gardening event. Troubleshooting and diagnostics were performed. The ins was switched off for 2-3 days with no jolting experienced. Impedances were measured, all 10 electrode pairs were below 4,000 ohms. X-ray showed no migration and the patient returned to surgery for exploration. The lead was found to be twisted in a figure 8. Ins and connection checked no problems. This event was resolved by lowering the voltage. The patient contacted the clinic approximately three weeks later, the pain and symptoms resolved. The patient was seen in the clinic, impedance check and voltage reduced. The patient will contact the clinic with the outcome of these measures. The patient's weight was approximately 15 stones.